Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin, ancef and gentamycin therapies (doses and frequencies unknown) ip for peritonitis. On an unknown date in the same month, dianeal therapies were discontinued due to peritonitis and the patient was switched over to in-center-hemodialysis. The patient recovered from the peritonitis. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lots 13c13h25, 13e15h25, and there were no deviations found related to this reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.